Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as no irregularities were noted at tip section of lead that could be contributed to dislodgment.

Event description:
Boston scientific received information that loss of capture due to high thresholds along with poor sensing was noted on this left ventricular lead shortly after implant. A dislodgment was suspected as the root cause and was confirmed on a radiograph. A revision was performed successfully explant and replace this lead. No adverse patient effects other than the additional procedure were reported.